Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was advanced within the patient after the clip was opened within the atrium it was identified that one of the grippers would not open. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. Two new mitraclips were implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was confirmed. Additionally, it was observed that the associated gripper line was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation is a cascading event of the observed broken gripper line. However, a cause for the broken gripper line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was advanced within the patient after the clip was opened within the atrium it was identified that one of the grippers would not open. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. Two new mitraclips were implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.